Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the burn/heat damage, which was observed during physical inspection. Evaluation found heat damage on c92 of the input/output printed circuit board assembly (I/o pcba). The reported symptom was confirmed through causality of a failed capacitor on the I/o pcb. Evaluation of the I/o pcb (surmotech) found c92, 100uf (vishay) which is part of the motor circuit to have failed which in turn caused f1 on the backflex to open resulting in the no power on condition. C92 was found to have burned and have minor smoke damage to the area around the component and smoke residue on the front case assembly. The I/o pcb was replaced to correct this condition. (B)(4).

Event description:
During baxter's evaluation of a spectrum pump, the device had burn/heat damage. There was no patient involvement.